Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'touch function issue, pressing anywhere on display section acts as if a button is pressed' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had touch function issue, pressing anywhere on display section acts as if a button was pressed found during testing in the biomedical service department. There was no patient involvement. No additional information is available.